Event description:
The customer reported that the charge speed was slower than expected. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the charge speed was slower than expected. There was no report of pt involvement. The customer was informed that this device has been out of support since (B)(6) 2006. Information provided to us indicate that the device was evaluated locally and replacement of the battery resolved the reported symptom. The device passed all testing and was returned to service.